Event description:
It was reported that patient reported increased pain from the lower back along to the spine during the lead pull procedure. The patient was hospitalized and was treated for pain. There were no evidence of infection and patients pain was improving.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately over the weekend from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7273332.